Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. Returned with the sample was the semi-finished insertion kit, which appeared sealed and unused. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The iabc bladder was fully unwrapped. Bends to the iabc central lumen were noted at approximately 8.4cm and 35cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0065in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times was within specification. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood and debris was noted. The iabc was leak tested. A leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted at approximately 22.8cm from the iabc distal tip. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood and debris was noted on the guidewire upon removal. The reported complaint for "balloon burst" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder and this caused the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "balloon burst". Additional information states that the device was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".